Event description:
Email complaint, needle break, needle bend. From: sent: tuesday, february 10, 2026, 4:25 am. To: productcomplaints <productcomplaints@embecta.com>. Subject: insulin syringes. To whom it may concern, I have a box of ultra-fine insulin syringes u-100 8mm length ndc 83017-8438-01 31g 3/10 ml. They are horrible. Needle bends often when trying to insert into abdomen. Many times, needle breaks off in my skin. Then I lose the entire dose of insulin because I can't get it out of syringe without a needle! Bad enough to have to use tweezers to try to get needle out. My last syringes were b-d. Much better quality. This shouldn't be happening! Ever! (B)(6) 08march2026 - update/additional information from (B)(6). Three attempts were made to reach the consumer regarding the product complaint. As of this date and time, I have not heard back. There is no additional information to add to this file.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.